Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2012 and mesh was implanted. On (B)(6) 2014 he underwent surgery at (B)(6) hospital of (B)(6) in (B)(6) to attempt a removal of mesh and repair of his ventral hernia. During the surgery he was found to have a small bowel obstruction in which the mesh was balled up and not laying in a good position. The mesh needed to be removed. During removal of the mesh, it was found that an area in his right lower quadrant had two bands of adhesions causing partial bowel obstruction, which led to the adhesions being lysed from the bowel.  He continues to have abdominal pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/18/201.

Manufacturer narrative:
Patient codes: (B)(6). Device code: (B)(6) hernia recurrence occurred. It was reported that following insertion the patient experienced scar tissue. It was reported that patient underwent mesh removal on (B)(6) 2014 due to recurrent hernia.